Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. The device will not be returned as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that per report, patient factors (insufficient annular calcification) contributed the embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(4) affiliate, after good positioning of a 29mm sapien 3 valve in the aortic position and during deployment under a good pacing without extra systole at the end of valve inflation, the valve embolized. The valve was placed securely in the descending aorta without complication. A decision was made to abort the procedure to discuss surgical treatment. The patient is stable. Of note, the patient will not be treated surgically and is doing well with no complication. As per medical opinion, the embolization of the valve was due to an insufficient calcification of the aortic annulus. The patient¿s annulus diameter measured 540cm2 with mild annular calcification.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.